Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material, presumably blood inside the pebax and a separation between electrode and pebax. Additionally, the shaft was bent. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. The blood leakage issue described could be related to the pebax damage. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the damage on pebax is related to the manufacturing process of the device. The potential cause of the bent shaft could be related to the handling/shipping after the procedure; however, this could not be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specification. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch catheter and during the operation, blood leakage was found in the catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The blood leakage was noticed on the tip of the catheter, inside the infusion hole. There was no part of the catheter that was noticed as physically broken. A new catheter was used to complete the surgery and there was no patient injury reported. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device was performed. Visual analysis revealed reddish material, presumably blood inside the pebax and a separation between electrode and pebax. Additionally, the shaft was bent. This finding is MDR reportable.